Manufacturer narrative:
Model number/catalog number: sc-2108-50m, serial number: (B)(4), batch/lot number: 12901, model/catalog description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patients leads were broken. The patient was experiencing burning sensation down into the legs, tremors, and excruciating pain. It was also noted that the patient had difficulty walking.